Event description:
While wearing the sound processor, the patient reportedly had no sound percept. The patient was seen at the center for device evaluation. The audiologist was unable to obtain lock between the sound processor and the internal device. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.